Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Customer consumed glucagon tablets to address bg. A pump data log was performed, and tandem technical support determined that the pump was delivering and terminating insulin deliveries as intended. Customer acknowledged pump was working as intended. Reportedly, customer alleged the low bg was due to the settings needing adjustment. Recommendation was made to discuss diabetes management with a health care professional.